Event description:
Boston scientific received information from the patient that this cardiac resynchronization therapy defibrillator (crt-d) had an alarm activated incorrectly. Information was also received that this crtd needed to be replaced due to battery depletion approximately three years post-implant. Available information suggests this crtd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.